Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous lesion in the mid to proximal left anterior descending (lad) artery. A 4.0mm xience stent was deployed when it was noted via intravascular ultrasound (ivus) that the stent was under deployed. The physician then used a 5.0x12mm nc trek balloon dilatation catheter (bdc) in an attempt to further post dilate the xience stent. During removal of the nc trek, the device was reportedly either caught on a stent strut or on the guide liner, some force was applied, and the shaft snapped. The balloon was pulled into the guiding catheter and the device was fully removed all at once. The device was in two pieces upon removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that force was applied when removing the balloon dilatation catheter (bdc), resulting in shaft separation. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. It is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty removing the bdc appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d10, h3: device not available for evaluation.